Manufacturer narrative:
Per the user facility's biomedical engineer, the unit could be heard powering up but the roller pump would not rotate. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump was not working. There was no patient involvement.

Manufacturer narrative:
Per data log review, the pump log was exported on (B)(6) 2021. The complaint was called in on (B)(6) 2021. The date the issue occurred was not provided. There is no indication of a problem in the log. Cannot confirm the complaint with the log file provided. Per the service repair technician (srt), the pump was ran for over an hour with no issues found. Srt performed maintenance activities due on the unit. The pump passed all performance and verification checks. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and inserted tube into the roller pump race and properly occluded it. The pst set the roller pump to 6.00 liters per minute (l/min) and ran it for one hour with no observations of the roller pump not working. The roller pump met specification.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.